Manufacturer narrative:
A 12mm x 40mm 120cm smart control self-expanding stent was unable to cross the common iliac artery lesion. There was no reported patient injury. Additional procedural details were requested but are unknown. The product was returned for analysis. One non-sterile smart control 12mm x 40mm 120cm was received for analysis inside a plastic bag. No original packaging was returned. Locking pin was observed in place. Per visual analysis, the stent of the unit was observed not deployed. The body/shaft of the catheter was observed partially separated. Blood residues were observed on the handle of the unit. No other anomalies were observed. Per sem analysis, results showed that the partially separated area of the body/shaft of the smart control 12mm x 40mm 120cm unit presented evidence of elongations. Plastic deformation resulting in diameter reduction and tension marks were observed on braid wires. Also, ductile dimples were found on the separated braid wire surfaces. The elongations found on the body/shaft material, the ductile dimples and plastic deformations resulting in a diameter reduction and tension marks, are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft material was induced to a tensile force that exceeded the braid wire and body/shaft material yield strength prior to the separation. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 17773250 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses - failure to cross¿ was confirmed since the findings in the product analysis (body/shaft partially separated and blood residues on the handle of the unit) are evidence of the unit being procedurally used. Additionally, analysis results showed that the partially separated area of the body/shaft presented evidence of elongations, plastic deformation and ductile dimples. The previously mentioned damages are commonly associated with separations caused by material tensile overload. According to the safety information in the instructions for use ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ procedural factors and/or material tensile overload may have contributed to the reported event. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
As reported, a 12 x 40 120 smart control self-expanding stent was unable to cross the common iliac artery lesion. Additional information was obtained from the product analysis stating that the body/shaft of the catheter was observed partially separated. There was no reported patient injury. The device is expected to be returned for analysis.